Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including disassembling, inspecting, cleaning and reassembling the kit and tubing set and verifying breast shield fit. The troubleshooting did not resolve the issue. A replacement device was sent to the customer. In follow up with a complaint handler on (B)(6) 2018, the customer indicated that she developed mastitis, for which she was prescribed an antibiotic. She indicated that the replacement pump was not working well for her and she rented a hospital grade pump instead. The device was returned with the customer's parts and accessories and was evaluated on (B)(6) 2018. The device passed suction and cycle specifications. Refer to attached evaluation. The customer's report of low suction could not be confirmed. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.(B)(4).

Event description:
On (B)(6) 2018 the customer alleged to medela llc that she was experiencing low suction when double pumping with her freestyle breast pump and that the pump was making a squeaking noise. She alleged that she felt as if she was getting mastitis, as it was painful to pump at times and it hurt when she had to move any area around her right breast.